Event description:
During routine preventative maintenance testing by stryker, the device's control panel had buttons that were unresponsive. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's protective pcba and compression module to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.